Manufacturer narrative:
Argus case (B)(4).

Event description:
The reporter stated that grandmother swallowed the cleanser and was taken to the emergency room [accidental ingestion of drug]. She was just thirst. [Thirst]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental ingestion of drug in a female patient who received denture cleanser (polident 5min quick plus cleanser) tablet for product used for unknown indication. On an unknown date, the patient started polident 5min quick plus cleanser at an unknown dose and frequency. On an unknown date, an unknown time after starting polident 5min quick plus cleanser, the patient experienced accidental ingestion of drug. The action taken with polident 5min quick plus cleanser was unknown. On an unknown date, the outcome of the accidental ingestion of drug was unknown. It was unknown if the reporter considered the accidental ingestion of drug to be related to polident 5min quick plus cleanser. Additional information: the reporter stated that grandmother swallowed the cleanser and was taken to the emergency room. This information was received by the reporter from father. Follow up information was received from consumer on 24 apr 2020. A (B)(6) female patient who experienced accidental ingestion of drug (serious criteria hospitalization) and thirst. The action taken with polident 5min quick plus cleanser was unknown. On an unknown date, the outcome of the accidental ingestion of drug and thirst were recovered/resolved. It was unknown if the reporter considered the accidental ingestion of drug and thirst to be related to polident 5min quick plus cleanser. At the emergency room, there was nothing special, then did not do the endoscopy, just monitored over night then discharged on the day. She was just thirst. The caregiver placed the cleanser and water, that the patient thought this was medicine and accidently ingested.